Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stroke-like symptoms. It was further reported that the leadless implantable pulse generator (ipg) was in the left ventricle. A sternotomy was performed. The leadless ipg was removed and the patient received a transvenous ipg system. No further patient complications have been reported as a result of this event.